Manufacturer narrative:
(B)(4). A customer reported that it is impossible to remove the distal luer lock connection from a 3 way stopcock. An actual sample was sent in for an evaluation. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed. A visual inspection revealed that the luer part which is inserted in the female luer was deformed. The root cause of this condition could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) from a pharmacist that, in a dehp set, it was impossible to disconnect the distal luer lock connection from a 3 way stopcock while it was being used on a patient. There were no clinical consequences or medical interventions reported for the patient. No additional information is available.